Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarm, or blank display noted. The insulin pump passed the displacement test, rewind, and basic occlusion tests and no unexpected low reservoir alarm was noted. The pump had a cracked reservoir tube window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked display window corner, and a scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a cracked reservoir tube window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked display window corner, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she replaced the battery because the insulin pump kept saying it was low. Customer stated that there is no power on the pump. Customer's blood glucose is 518 mg/dl. Customer treated with manual injections and stated that the display is currently blank and has been for 6 hours. Troubleshooting was performed and customer stated that the display did not return after inserting a battery. Customer was advised to monitor the pump and assisted in rewinding the pump. Customer's mother later called back to request a replacement pump.